Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant upstream occlusion which were verified through a review of the event history log by the presence of upstream occlusion but were not determined if the alarms were true or false and was unable to reproduce or identify component causality during evaluation. No further action is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.